Manufacturer narrative:
Trackwise# (B)(4). The device was returned to the factory for evaluation on 04/09/2024. Photographs were provided by the account. A photographic evaluation was conducted. Product information was observed in the one photograph. Signs of clinical use and evidence of blood was observed, which indicates an attempt was made to introduce the device into the aorta. There were no visual defects observed on the intact aortic cutter. The seal was observed to be in a fully deployed state. The white plunger and blue safety lock was not observed in the photograph. An investigation was conducted on 04/17/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The seal was observed to be in a fully opened state in the delivery device. The white plunger was fully depressed and the blue safety lock was off, which allows for the white plunger to be depressed. A mechanical evaluation was conducted. The seal was removed from the delivery device with no physical or visual difficulties observed. There were no cracks or delamination observed on the intact seal. There were no visual defects observed on the delivery device or the delivery tube. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the photographic evaluation as well as the condition of the device and the evaluation results, the reported failures "activation problem" and "failure to unfold or unwrap" were not confirmed. The lot # 3000342019 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Event site name exceeded character limitations: (B)(6). Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) they loaded according to the IFU, and after using the cutter, they pressed the plunger of the delivery device according to the IFU, but the seal did not come out of the delivery device. The seal failed to unfold. There was no bleeding. Per photo provided by the complainant, the seal is out of the delivery device and there is evidence of blood. The surgery was completed successfully by exchanging for a new product. There were no abnormalities in the patient's condition.